Event description:
It was reported that the entire system was explanted due to infection. Further information was requested, but was not available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.